Event description:
New information stated that the pacing-dependent patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket infection. The pacemaker was removed. No further information was available.